Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section.

Event description:
The user facility reported that the angioseal had no components inside: no suture, no anchor, no collagen. Hemostasis was achieved by manual compression. Bleeding occurred in the procedure room. No significant blood loss was reported. The patient hospitalized due to the event. The patient status is stable. There was no harm to the patient.

Manufacturer narrative:
One 6fr angioseal vip device was returned for evaluation. The device was returned with the header bag. Visual inspection revealed blood like substance on the device. The carrier tube assembly was properly mated with the hemostatic sheath. The deployment sleeve was in the rear lock position with the color bands fully exposed. Approximately 1" of suture was exposed from the hemostatic sheath. This section of exposed suture contained the clear shrink-wrap mark. The tamping tube, anchor and collagen were not returned for evaluation. Microscopic images of the suture found a blunt distal end. Functional testing was conducted. The hemostatic sheath was removed from the carrier tube assembly and the tensioner was removed from the device cap. There were no visual anomalies. The complaint could not be confirmed for missing components. The returned device was consistent with successful deployment. A review of the device history record of the product code/lot# combination was conducted with no findings. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.